Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that following multiple falls the patient experienced undesired nerve stimulation. As a result, surgical intervention may be undertaken in the future. It is unknown which lead is liable.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000093243. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.